Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a defibrillation threshold (dft) test procedure to test the device. According to the field representative, the device was functioning normally during dft testing. Patient was fine and no changes were done to the device that remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.